Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) is likely due to cable damage / breakdown. The cable damage is likely caused by user handling. A review of the instruction manual identifies the following verbiage, regarding cable damage: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a "dark display with an e224 error message¿ was confirmed due to faulty a cable unit. In addition, the rear cover label was noted to be fading. The unit did not react upon the switch depression for button #2 due to faulty switchboard. The cause of the cable and internal switch board damage cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed the camera head image was dark with an unspecified error message displayed. There was no patient involvement.